Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not communicating with the insulin pump. Customer's blood glucose level was over 400 mg/dl. The customer administered a bolus and remembered eating something that may have caused the high blood glucose level. The device was not returned.